Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin pump issues which contributed to a high blood glucose of 600 mg/dl as well as low blood glucose values in the 50 mg/dl and 60 mg/dl ranges. The customer blamed his basal rates for the low blood glucose and declined troubleshooting for the issue. The customer treated his low blood glucose with juice, fruit snacks, and crackers. The customer stated that insulin was not absorbing at the site, but then provided him an insulin overdose at one point. The customer changed the site and has experienced no further issues. The insulin pump was not returned for analysis.